Event description:
The manufacturer received a notification from a manufacturer consultant about patient's generator replacement and mentioned that the elective replacement indictor=yes. The re-implantation surgery did take place and the explanted device was returned to the manufacturer for product analysis. After analysis was completed, the reported end-of-service allegation was confirmed. The battery was depleted and the end-of-service condition was expected based on the battery life calculation. One of the tests performed identified a problem with supply current pulsing and this problem was caused by the leaky q10 component. After q10 was replaced with a known good bench component, the device met the specification requirements. The leaky q10 component could potentially be a contributing factor to the end-of-service condition; however, product analysis of the device determined that the end-of-service condition was an expected event.